Event description:
Hcp reports the pt presented with signs of infection including redness, drainage, pain and incisional wound opening. The pt does not have meningitis. Perioperative antibiotics were administered. The date of onset was 2006. The pt provided that the surgical incision appeared red and they rec'd two rounds of antibiotics. Subsequent to the antibiotic treatments, the pt reported the incision opened and the device was removed. The physician indicated that the primary location of the infection was the device pocket. A culture was obtained from the ins pocket. The causative organism identified was e. Coli, enterococcus. Both IV and oral antibiotics were administered and the infection has reportedly resolved. The exact date of explant was not reported by the user. The product was retrieved but has not been returned to the MFR for analysis.